Event description:
The customer called for help with her breeze2 meter. While performing a control test, she received a result of 183 mg/dl. The normal control range was 93-127 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.